Event description:
Factory evaluation and testing of a returned sensor pcb board revealed it was not functional due to a bad solder joint at the dc-to-dc converter. Malfunction of the solenoid as noted during use could result in a vent inop occurrence during use in normal ventilation mode operation. Vent inop, when in use, will stop providing ventilatory support to the patient.